Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed an internal inspection and observed cam/gear assembly teeth to be sheared off with loose fragment throughout. Cam/gear assembly will be replaced with new rod seal, bearing and o-ring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.